Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not deliver insulin and has a bent cannula. The customer's blood glucose reading was 400 to 500 mg/dl at the time of incident. Troubleshooting was declined by customer for the bent cannula, high blood glucose and no delivery. No further details given.